Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed. The hydraulic fluid was dirty.